Manufacturer narrative:
H6: investigation summary : two 2000e china samples were received for investigation no packaging was received with the samples, however the customer indicates the affected lot number to be 20126473. No additional information was available to assist the investigation in this instance. A visual inspection of both samples identified a small perforation close to the slit of the smartsite in each instance. The sample was then subjected to pressure testing in order to confirm if leakage was visible from the damaged piston; in each instance leakage was replicated. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations into similar damage have been unable to identify any potential sources for damage of this nature and a definitive root cause could not be determined. A review of the production records for lot 20126473 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined, however accessing the smartsite component with a needle will cause a leakage back through the hole due to the smartsite piston not being able to reseal. The smartsite is intended for use with a flat-tipped male luer lock or luer slip only and should only be accessed with a needle in an emergency situation. Six 2000e china samples were received for investigation no packaging was received with the samples, however the customer indicates the affected lot number to be 20126473. Additionally, two unknown three-way taps were received connected to two 2000e china samples to assist the investigation. No additional information was available to assist the investigation in this instance. The samples were subjected to functional testing by connecting each to a 5ml bd plastipak luer slip syringe from retained stock and flushing with fluid; no flow restrictions or occlusions were identified during testing. Furthermore, the samples received connected to the three-way tap product were flushed as received; no occlusions or issues were identified. A measurement of the male luer taper from the received three-way tap product confirmed the male luer complied with the iso standard, however analysis of the tip confirmed that the tip had a sharp concave profile, which has been seen in the past to contribute to smartsite incompatibility. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20126473 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that 8 ll vlv adpt(stand alone) sets had issues with liquid medicine blockage/occlusion, flow issues, and blood backflow during use. The following information was provided by the initial reporter, translated from chinese to english: "1. During use, the connector is found to be blocked, and the liquid medicine is blocked. 2. The joint blood will flow back".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 8 ll vlv adpt(stand alone) sets had issues with liquid medicine blockage/occlusion, flow issues, and blood backflow during use. The following information was provided by the initial reporter, translated from (B)(6) to english: " during use, the connector is found to be blocked, and the liquid medicine is blocked. The joint blood will flow back"